Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was found the compressor noise was caused by a slightly loose screw on the vacuum side. The screw was found to be visibly dirty and may have had loctite applied previously, but this could not be confirmed. The stm replaced the pm 5000 kit and assured that the device met all the requirements for safe operation. The stm then performed functional testing and safety checks per factory specifications. The iabp passed all functional and safety tests, was returned to customer, and was cleared for clinical use.

Event description:
It was reported by a hospital technician that prior to use the compressor of the cs300 intra-aortic balloon pump (iabp) was noisy. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
An initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a severity category of "minor", which is non-reportable to the FDA. As a result, no follow up emdr is necessary, as the severity category has been changed to "other", in our database. Please cancel in your database.

Event description:
It was reported by a hospital technician that prior to use the compressor of the cs300 intra-aortic balloon pump (iabp) was noisy. There was no patient involvement and no adverse event was reported. An initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a severity category of "minor", which is non-reportable to the FDA. As a result, no follow up emdr is necessary, as the severity category has been changed to "other", in our database. Please cancel in your database.